Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report is identified as: the complaint was confirmed for the left pivot link of the 9xdt wheelchair to be broken. The cause of the defect could not be determined. The left side frame was not confirmed to be bent: no defects were observed n the side frame itself, but its attachment to the chair was compromised by the broken pivot link.

Event description:
Dealer is stating out of box failure, stating that the left side pivot link was broken, and the left side frame is bent on the 9xdt. No signs of freight damage.